Event description:
Info received indicates the bed failed the electrical test during a preventative maintenance check.

Manufacturer narrative:
The tech found the ground pin broken from the power cord plug. The tech replaced the plug to repair the bed.